Event description:
During a rotational atherectomy procedure, the tip of the wire fractured and remains in the pt. The physician was unable to cross the lesion with a balloon catheter, however, he was able to successfully ablate the lesion. The rotalink system became stuck 10 cm from the hub of the guide catheter. The physician removed the entire system forcibly. Upon removal, it was noted that the tip had fractured and remains in the pt.